Event description:
It was reported that, "pt had a proximal femoral locking plate removed. Surgeon used the 9mm flexible reamer and had started to unwind. Next, the guide wire was inserted, femur was reamed nail inserted. Guide for t2 recon nail was applied k-wire sleeves were inserted. Distal wire was attempted would not go in. Proximal wire was inserted. Distal wire reinserted, the tip of the wire broke off inside the nail. Surgeon attempted to remove wire w/stepdrill, the flutes on stepdrill wore out, wire was retrieved and surgery was completed."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report. Same pt event as MDR 9610622-2010-00231 and 9610622-2010-00232.